Event description:
Device malfunction: none. Symptoms/ae: bradycardia and hypotension. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the patient developed hypotension, treated with a neosynephrine drip, and bradycardia, treated with atropine. Post-procedure, the patient developed expressive aphasia and dysarthria, which was diagnosed as a stroke. A head CT showed embolic ischemia in the left frontal lobe. One day post-procedure, the patient developed symptomatic bradycardia with av dissociation and junctional rhythm. The patient was returned to the cardiac catheter laboratory for placement of a temporary transvenous pacemaker. Two days post-procedure, the neosynephrine was being weaned and the patient was started on oral sudafed. At an unspecified time, the pacemaker was removed. Heart rates remained in the 50's to 60's beats per minute. Four days post-procedure, the patient was discharged to home with mild residual dysarthria, orders to continue taking the sudafed and an event recorder to monitor symptoms and heart rhythm. There was no additional information provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Bradycardia and hypotension are known potential adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event. The stroke referred to was previously filed under MFR # 9616695-2009-00085 device: emboshield embolic protection device part # e6190-01, lot # 532645.